Event description:
Product does not list it's contents which are swallowed with food at meals. They hold dental plated when first applied. Very little remains at end of the day. Rptr asks can the "glue" contents be a health hazard and isn't it illegal not to list contents. (Also see 1008961).